Event description:
A malfunction alarm labeled "malf 24" was reported by the customer, who performed a pump reset before contacting technical support. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the faulty pump, advised the customer on using a multiple daily injection (mdi) regimen as a backup, and provided instructions for returning the malfunctioning pump. The customer will also need to transfer their pump settings and connect a continuous glucose monitor (cgm) to the replacement pump when it arrives. The replacement pump will be shipped without a signature requirement, and has the most up-to-date software.